Event description:
A report was received that the patient was experiencing burning sensation and intermittent stimulation at the ipg site. It was also noted that the patients ipg was leaking which causing pain.